Event description:
It was reported that the patient had a loose tibial base plate with no evidence of infection. Surgeon removed the baseplate and replaced it with a triathlon ts plate/stem/poly.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. X-rays were reviewed by a clinical consultant who confirmed the baseplate loosening. While the baseplate loosening was confirmed by the provided x-rays, the exact cause of the event could not be determined because of the limited information provided. Additional medical records and the returned device are needed to fully investigate this event and determine a root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, the investigation will be reopened and the results submitted in a supplemental report.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that the patient had a loose tibial base plate with no evidence of infection. Surgeon removed the baseplate and replaced it with a triathlon ts plate/stem/poly.